Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "early or late postoperative infection and allergic reaction." This report is number 4 of 4 mdrs filed for the same patient (reference 1825034-2014-07437 & 07439 & 08071 / 08072).

Event description:
It was reported that an oncology patient underwent a left custom knee procedure on (B)(6) 2013. Subsequently, a knee effusion that received delayed treatment resulted in infection. A revision procedure is planned to remove and replace the polyethylene components with new custom components. There has been no reported revision procedure to date. Additional information received noted patient underwent a left knee revision procedure on (B)(6) 2014 replacing the polyethylene components with new custom components due to infection.

Event description:
It was reported that an oncology patient underwent a left custom knee arthroplasty procedure on (B)(6) 2013. Subsequently, a knee effusion that received delayed treatment resulted in infection. A revision procedure is planned to remove and replace the polyethylene components with new custom components. There has been no reported revision procedure to date. Additional information received noted patient underwent a left knee revision procedure on (B)(6) 2014 replacing the polyethylene components with new custom components due to infection. Additional information received noted patient underwent a left knee revision procedure on (B)(6) 2015 due to infection. The liner, locking pin, and femoral bushing were removed and replaced.